Event description:
During an implant procedure, episodes of oversensing were observed on the device. Furthermore, blood contamination was observed in the device header due to a suspected device port issue. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of oversensing, contamination of the device/reagent, and a header anomaly was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular septum was punctured at the septum opening, which was consistent with having occurred during the procedure. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were all tested and revealed to be normal.